Event description:
It was reported that the customer experiences high blood glucose level when insulin fill estimate reaches 70 units. Reportedly this typically occurs on the fifth day of cartridge being in use. Customer changes cartridge every 5-7 days.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.